Event description:
Customer's mother called to report that the insulin pump alarmed failed self test. Customer's blood glucose levels were not included in the report. Customer will call back to troubleshoot. Product will be replaced once troubleshooting is completed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.